Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that health professional attempted non-invasive methods to resolve the issue but were unable to remove the device. Health professional ruptured the balloon to remove it. No fragments were visually confirmed to remain in the bladder. The balloon rupture method implemented involved infusing a large volume of water to cause the rupture. Health professional did not implement a balloon rupture method via percutaneous puncture.